Manufacturer narrative:
The device has not been returned or evaluated at this time.

Event description:
A medtronic rep reported that the fusion system was experiencing flickering red and green status when registering the pt. The surgeon did not want to use this system any longer. They brought their other fusion system in to complete the case. Case continued as planned. No impact to the pt's outcome was reported.